Event description:
It was reported that the user observed leakage at the cartridge-to-connector interface during a supply change performed off-pump, which led to a therapy delay and elevated blood glucose of 273 mg/dl; the agent guided a repeat supply change with correct attachment and visible drops, after which the system appeared to function as intended. Symptoms included hyperglycemia without associated clinical symptoms. Outcomes included no medical intervention beyond user self-management and education, and no hospitalization. Investigation included complaint handling review and user troubleshooting with education. Investigation of this case revealed user technique as a contributing factor and resolution after reattachment with proper priming. It was concluded that the device was likely functioning as designed and that incorrect connection during setup contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.